Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips to report that while on battery power the device blanks out and makes a chirping sound. There was no pt involvement.